Event description:
The report we received from the field indicated that the needle of the outback catheter would not retract prior to use. The product was never used in the pt. Another outback was used successfully.

Manufacturer narrative:
During the preparation of the outback catheter, it was reported that the needle of the outback catheter would not retract. The product was not used in the pt. Another outback was used and the procedure was completed successfully. There was no reported pt injury. There is no additional info regarding pt, lesion or procedural characteristics regarding this event. Inspection of the returned outback ltd catheter reflected that the reported complaint was confirmed and CAPA 056 has been initiated. Inspection of the returned outback ltd catheter reflected that the reported complaint was confirmed. The cannula of the catheter returned could not be fully retracted consistently, upon repeated deployment and retraction. While no departures related to the complaint were noted during the lhr review, it was noted that some units were rejected in-process for "rough actuation." Dpra 1095119 has been generated for this issue. In addition, CAPA 056 has been initiated to further investigation the issue of cannula retraction and to determine appropriate corrective and preventive action.